Manufacturer narrative:
It was reported to abbott, a patient underwent a lead revision to address lead migration. The left s1 lead was removed and replaced. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's s1 drg lead migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's left s1 lead was explanted, replaced, and therapy was restored.